Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gi bleeding event and driveline infection were reported under medwatch MFR report #2916596-2017-01363. (B)(4). Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was scheduled for a routine follow-up appointment at the implanting center on (B)(6) 2017. The patient's spouse reported that at 2:00am the patient went to the bathroom and was asymptomatic at that time. At 5:00am the patient was reportedly unresponsive with minimal eye movement when the spouse attempted to awaken them. Emergency medical services (ems) was called and the patient was transported to an outside hospital, was admitted with an ischemic stroke, and was sedated, intubated and placed on ventilatory support. It was also reported that the patient has a history of a previously unreported stroke on an unspecified date. A system controller log file was reviewed by the manufacturer¿s technical services representative. The pump power, estimated flow, and pulsatility index parameters appeared to be trending in a stable state. There were no unusual events noted within the event history and the pump appeared to be functioning as intended. The patient was stabilized, awake, alert, extubated and transferred to the implanting hospital for care on an unspecified date. No additional information was provided.